Event description:
Caller reported a malfunction on pump with a displayed malf 8 code, which was not resettable. There was no adverse impact to customer¿s blood glucose level. Customer was advised to use multiple daily injections (mdi) as a backup therapy and was provided instructions for storing the malfunctioning pump before returning it. Tandem technical support confirmed the shipping address for a replacement pump and instructed caller on actions needed upon receiving new pump as well as returning problematic pump via ups within 10 days. Replacement pump was sent to customer.